Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the delivery did not stop after the stop button was pressed. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the keypad did not respond when the keys were pressed. This was due to the diode chip on the middle printed circuit board. (B) (4). (B) (4).